Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0x8e9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported having implant surgery recently, and the patient still had swelling and bandages as well as soreness. On (B)(6) 2015, the patient was having poor communication and seeing the poor communication screen on the programmer. During the call, the patient was able to connect to the implantable neurostimulator (ins) with the programmer directly over the ins. After turning on stimulation, the patient reported that the stimulation was uncomfortable and "too strong." The programmer was not communicating with antenna attached, but worked fine without it. The settings were decreased after the patient received guided directions, and the stimulation felt better. Additional information received on (B)(6) 2015 reported a loss or change of therapy. Once the patient urinated and thought he was done, he would start leaking after pulling up his pants. Additional information received from the consumer on (B)(6) 2015 reported that there was pain at the implantable neurostimulator (ins) site the last two weeks. If the patient turned stimulation lower than 0.80 volts, his bladder would not empty. The patient wanted to know if device removal was possible. There were no falls/trauma that could be related to the issue. It was further reported on (B)(6) 2015 that nothing had been resolved. He was still peeing on himself. The patient had an appointment with their health care professional (hcp) next month. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.